Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 599 mg/dl. The customer administered a manual injection to address their bg. Replacement pump was sent to customer to resolve the issue.